Event description:
The reporter indicated that two device were mislabeled on the pacer box. For hysteresis, it says "on". For mode,it says "off". There was not pt involved in this event.

Manufacturer narrative:
A label specification was incorrect. It has since been corrected. All related labels have been verified as correct.